Event description:
A complete blood count/differential (cbc/diff) was run on the adiva 120 system, and an elevated hemoglobin (hgb) result was reported to the physician. The physician did not feel that the hbg result and the rest of cbc was accurate, so a new sample was drawn from the pt and run at a different site. The new sample hgb results were correct and subsequently, the lab reran the original sample, and obtained the same results as the new sample. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hgb results.

Manufacturer narrative:
Analysis of the data indicates that the cause for the discordant results were due to improper mixing of the sample by the operator, prior to manual sample aspiration. The instrument is performing within specifications. No further eval of the device is required.